Event description:
A malfunction alarm was reported, identified by the malfunction code malf 0. The customer did not experience an impact on their blood glucose level as it did not exceed 500 mg/dl. Technical support provided guidance on resetting the pump, and after resetting, there was no recurrence of the malfunction. The customer was advised to continue using the pump and to call back if the issue reoccurs, which they acknowledged and understood.